Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Customer ultimately was able to clear the occlusions. Customer did not respond to attempts to obtain additional information.